Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that insulin gauge displayed amount different than expected, with gauge showing about 105 units while insulin in cartridge was less than 50 units, and difference was greater than 15 units. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge to resolve issue, and technical support advised use of in-app cartridge load guidance and recommended calling back for further troubleshooting if issue happened again, which caller acknowledged.